Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) the patient's mother called animas alleging that the patient's blood glucose level was 600 mg/dl last week. When asked whether the patient had symptoms the reporter said the patient felt like she would vomit. The patient exhibited ketones. The patient's mother injected insulin manually to treat for the elevated blood glucose level. The patient's blood glucose level in the morning was 400 mg/dl at 5:30 am and after changing the cartridge and infusion set her reading came down to 300 mg/dl at 7:15 am. The pump showed that the patient had three units of insulin on board and therefore did not treat her blood glucose level. Her blood glucose continued lower and went down to 55 mg/dl. The school nurse gave the student 15 grams of carbohydrates with juice and then 18 grams with graham crackers. The patient's blood glucose level rose to 88 mg/dl. With the 55 mg/dl the patient felt very tired and sweaty. The patient's mother denied that the patient required medical intervention. There were reportedly connection issues with the infusion set to the patient's body. The details were not described and the reporter declined to troubleshoot the pump. This complaint is being reported because due to lack of troubleshooting animas cannot determine whether the product caused or contributed to the patient's symptoms.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box started on (B)(6) 2014; due to continuous use of the pump, the black box and pump histories have been overwritten. The available black box and alarm history showed no errors, alarms, or warnings associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The original complaint could not be verified or duplicated. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.